Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded device') and device breakage ('coil fragmentation') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain in general"), dyspareunia ("hurts during and after having sex"), libido decreased ("low libido"), painful intercourse ("painful intercourse"), abdominal pain ("stabbing abdominal pain") and depression ("depression"). The patient was treated with surgery (hysterectomy). Essure was removed in 2015. At the time of the report, the embedded device was resolving and the device breakage, pelvic pain, dyspareunia, libido decreased, painful intercourse, abdominal pain and depression outcome was unknown. The reporter considered abdominal pain, depression, device breakage, dyspareunia, embedded device, libido decreased, pelvic pain and painful intercourse to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- pain, hurts during sex and low libido , essure micro-insert embedded, painful intercourse, abdominal pain, depression, device breakage quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: duplicate case found for same patient. All the information, source document and references of deletion case (B)(4) transferred into retention case (B)(4). And this case (B)(4) should be deleted from argus data base. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.